Event description:
It was reported that the patient presented to the hospital due to a device alarm. Upon interrogation, the device was noted to be in end of service (eos) with a battery voltage of 2.47 volts. It was noted that the patient was seen in clinic two weeks prior with normal device function and a battery voltage of 3.01 volts. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated shorting/low impedance in the battery. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The analyst noted that recommended replacement time (rrt) was triggered on 2015 (B)(6); with the most recent battery voltage is 2.4741 volts. On 2014 (B)(6), the battery voltage was 3.061 volts and on 2015 (B)(6), the minimum battery voltage was 2.598 volts. This device was included in that field action, and returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).